Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery that had been performed on an unknown date, the patient experienced an infection. This adverse event was addressed by a revision surgery on (B)(6) 2025 in which antibiotics were supplied, and one (1) jrny ii bcs cnstrd art isrt 3-4 lt 11m was replaced. The current health status of the patient is unknown.

Manufacturer narrative:
D10, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. For the insert, a review of complaint history for the previous 12 months did not reveal similar events for the listed device. For the femoral component, the tibial baseplate and the patella, a review of complaint history of the previous 12 months revealed similar events for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions. For the insert, the femoral component and the tibial baseplate, a review of the instructions for use documents for journey ii¿ bi-cruciate stabilized (bcs) total knee system revealed that acute post-surgical wound infection, late deep wound sepsis and/or low-grade synovitis has been identified in adverse events. Additionally, revealed in warnings that, similar to any surgery, there may be possible complications that could occur, such as infections. For the patella, a review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A sterilization records review could not be performed as the batch numbers were not available. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.